Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual inspection revealed that it is not in its original packaging. The device was returned with the proximal threads fractured away from the center of the device, all of the threads are deformed. A functional evaluation could not be performed due to the condition in which the device was received. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the anchor material specification, found that the raw material strength requirements and storage requirements are specified and each lot must be accompanied by a material certificate of analysis. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. No containment or corrective actions are recommended at this time.

Event description:
It was reported the during an arthroscopy, the biosure pk screw was stuck in the shaft. The procedure was completed with a delay greater than 30 minutes using a s+n back up device in the originally drilled bone hole. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).